Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was unable to establish telemetry and had no magnet response when it was attempted to be checked. The patient's heart rate was around 55 beats per minutes and no pacing spikes were seen from the device. It was noted that the device had last been checked four months prior and the battery voltage had been 2.7 volts and the patient denied having any medical procedures since the prior visit. Also, it was determined that the device was implanted approximately eight months after the use before date. The device was going to be explanted and replaced. No patient complications have been reported as a result of this event.